Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient had left leg weakness and an increase in left leg tremors. The patient was seen by the neurologist team and was referred to neurosurgery. It was unknown if there were any environmental/extern al/patient factors that may have led to the issue. No troubleshooting or diagnostics had been performed as of yet and impedance check was scheduled to be performed on (B)(6)2018. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive; no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they met with the patient on (B)(6) 2018 where an impedance check was performed. The result showed the left system was normal and the right showed an open circuit (>40,000 ohms) on all combination with electrode #11. The cause of the high impedance was not determined. No other troubleshooting was performed and no further actions were taken to resolve the patient¿s issues. The patient was being scheduled to see a neurosurgeon (date unknown). The patient¿s issues were not yet resolved.

Manufacturer narrative:
Based on additional information received, the previously reported device code of (B)(6) and eval code - conclusion of (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient had a revision on (B)(6) 2018 where, after re-insertion of the extension in the ins socket, the impedance issues resolved.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v798124, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-02. It was reported that the patient had revision done. The left lead was removed and replaced due to neurologist recommendation. The dbs system integrity was within normal limits and significant symptom return with the dbs turned off. It was noted that the patient stated gratefulness for the dbs but desired greater efficacy possible with newly placed lead.

Manufacturer narrative:
Eval code method refers to the lead, lot #v798124. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-20 by a manufacturer representative (rep). It was reported that it is unknown if there were any external/environmental/patient factors that may have contributed or caused the revision of the left lead/recommendation of the revision. The revision of the left lead did provide the patient with better efficacy.